Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no blank display was noted. The insulin pump passed the self test and no display anomaly was noted. No damage was found to the isolation tape. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.

Event description:
It was reported that the insulin pump had a blank display and a crack on the left hand corner of the screen. The blood glucose reading was 265 mg/dl, which the customer treated with manual injection. The customer stated that he had a 6 displayed on the screen, and he took out the battery; then the screen went blank. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.